Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. There is no 510(k) for this device as it is manufactured outside the us and not sold in the us but is considered to be substantially similar to the legally u.s. Marketed device phoenix panel nmic/ID-307 catalog number 449289 which has multiple 510k numbers. The bd phoenix nmic-307 is an antimicrobial resistance panel consists of a combination of the following 510k numbers: (k032299, k061355, k023444, k063824, 033560, k063573, k041384, k060217, k052269, k032655, k062944, k060444, k063811, k151320, k063301, k031530, k060447, , k023634, k020322, k132674, k023858, k071623, k031699, k060447, k024153, k060214, k042932.

Event description:
It was reported that while using bd panel phoenix nmic ID 406 atypical growth was observed by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: " inconsistent gn panel results"

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 16-nov-2021. H.6. Investigation: this complaint is for misidentification of pseudomonas aeruginosa as escherichia coli when using phoenix panel nmic/ID-406 (448748) batch number 1089733. The customer did return panels and lab reports for investigation, however did not return isolates. To investigate, a total of three (3) customer returned panels were tested using bd isolates of pseudomonas aeruginosa: a27853, a35032, and 11052. One panel was tested per isolate on a phoenix instrument and evaluated for identification results. During investigation, all three panels tested identified correctly as pseudomonas aeruginosa. Since all panels yielded satisfactory identification results, this complaint is not confirmed. A review of quality notifications revealed no quality notifications for the complaint batch. A review of complaints revealed no additional complaints for the complaint batch. Complaint trending was performed and no trends were identified associated with this defect. Bd ID/ast plant quality will continue to monitor for trends and take action as necessary.

Event description:
It was reported that while using bd panel phoenix nmic ID 406 atypical growth was observed by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: " inconsistent gn panel results".

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. There is no 510(k) for this device as it is manufactured outside the us and not sold in the us but is considered to be substantially similar to the legally u.s. Marketed device phoenix panel nmic/ID (B)(4) catalog number 449289 which has multiple 510k numbers. The bd phoenix nmic(B)(4) is an antimicrobial resistance panel consists of a combination of the following 510k numbers: (B)(4).

Event description:
It was reported that while using bd panel phoenix nmic ID (B)(4) atypical growth was observed by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: " inconsistent gn panel results"